Event description:
The customer alleged a questionable result on one patient sample for the hcg+ss, intact human chorionic gonadotropin + the ss-subunit assay. The initial hcg+ss result was 519 iu/l. Although the result failed delta check (did not fit with previous results from this patient), the customer released the result outside the laboratory. Quality control results were in range. On (B)(6) 2012, the customer tested another sample from the same patient with a result of 55,000 iu/l. The customer then retested the previous sample with a result of 21,000 iu/l. The analyzer on which testing was performed was connected to an mpa unit. It is unknown if there were any adverse events. The lot number of the hcg+ss reagent was 167584; the expiration date was not provided.

Manufacturer narrative:
This event occurred in (B)(6).